Event description:
It's hard to get lulock part to open/ entire lur lock was pulling out [device issue], no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of event device issue and no adverse event in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 18-apr-2025, amneal pharmaceuticals received information from the pharmacist via an email and voice mail concerning above-mentioned adverse events experienced by the patient while on amneal's atropine sulfate injection. The patient was being treated with atropine sulfate injection 0.1 mg/ml (ndc: 70121-1706-1, lot: ap240066, and exp date: jul-2025) (dose, frequency and therapy dates not reported) for an unknown indication. Co-suspect medication, concomitant medication, medical history, current condition, history of procedure, allergies, smoking/alcohol consumption, recreational drug use and laboratory tests were not reported. It was reported that the atropine syringe was hard to get luer lock part to open. It was easy to pull out the entire white cap and medication was exposed. Last action taken with atropine sulfate in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device issue and no adverse event was unknown. The reporter causality of device issue and no adverse event was not reported with respect to atropine sulfate. This case was considered as serious. The reportability of this case was expedited. Follow-up (#1) information was received on 29-apr-2025. Non-significant information received from reporter via a telephonic call. Additional information included reporter¿s contact details (email, phone number) were added to the case and narrative was updated. It was reported that, it was hard to pull the lur lock and while pulling the lock the entire leur lock was pulling out and the medication was exposed.

Event description:
It's hard to get lulock part to open/ entire lur lock was pulling out [device issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of event device issue and no adverse event in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 18-apr-2025, amneal pharmaceuticals received information from the pharmacist via an email and voice mail concerning above-mentioned adverse events experienced by the patient while on amneal's atropine sulfate injection. The patient was being treated with atropine sulfate injection 0.1 mg/ml (ndc: 70121-1706-1, lot: ap240066, and exp date: jul-2025) (dose, frequency and therapy dates not reported) for an unknown indication. Co-suspect medication, concomitant medication, medical history, current condition, history of procedure, allergies, smoking/alcohol consumption, recreational drug use and laboratory tests were not reported. It was reported that the atropine syringe was hard to get luer lock part to open. It was easy to pull out the entire white cap and medication was exposed. Last action taken with atropine sulfate in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device issue and no adverse event was unknown. The reporter causality of device issue and no adverse event was not reported with respect to atropine sulfate. This case was considered as serious. The reportability of this case was expedited. Follow-up (#1) information was received on 29-apr-2025. Non-significant information received from reporter via a telephonic call. Additional information included reporter¿s contact details (email, phone number) were added to the case and narrative was updated. It was reported that, it was hard to pull the lur lock and while pulling the lock the entire leur lock was pulling out and the medication was exposed. This significant follow up (#2) information received on 28-nov-2025. New information received includes qa investigation report, attached with this case. A complaint was received from complainant for the product atropine sulfate injection, usp 1 mg/10 ml (0.1 mg/ml); lot no.: ap240066 regarding ¿this is atropine syringe, it's hard to get luer lock part to open. It's easy to pull out the entire white cap and med is exposed¿. According to complainant, she is facing this issue with the product atropine sulfate injection, usp 1 mg/10 ml (0.1 mg/ml); lot no.: ap240066 and calcium chloride injection usp, 10 percent (10 ml); lot no. Ap240388 and shared complaint sample photograph for evaluation. Based on the complaint received in another product, amneal drug safety had initiated separate complaint#: (B)(4) which is pertaining to calcium chloride injection usp, 10 percent (10 ml); lot no. Ap240388 and complaint#: (B)(4) which is pertaining to atropine sulfate injection, usp 1 mg/10 ml (0.1 mg/ml); lot no.: ap240066. Examination of complaint sample reveals intact pfs of atropine sulfate injection, usp 1 mg/10 ml (0.1 mg/ml). No damage was visible in any of the pfs. Considering the nature of the reported complaint, an investigation was carried out to find out the cause of the reported complaint. Finished product retain samples of complaint lot no: ap240066 were visually examined. All retain samples of pfs were found intact. No physical defect or abnormality was observed in any retain sample pfs during visual examination. Simulation study performed on one (01) finished product retained sample pre-filled syringe of complaint lot no.: ap240066 reveals that ovs tip cap was easily disconnected from the luer lock mechanism of pre-filled syringes by tilting the ovs tip cap in back-and-forth direction. Medication was easily expelled from the syringe by applying gentle force to the plunger rod. Ribbed part of lure lock remained attached to the syringe tip while expelling medication from syringe to beaker. Finished product analysis result of complaint lot no.: ap240066 complies with specification limit. Including container closure integrity (leak test), break loose force and average gliding force. Reserved samples of glass syringe (pmi-0864) used in complaint lot no.: ap240066 were physically examined. No physical or unusual defect was noticed during physical examination of glass syringes. Review of the stock card of glass syringe reveals that the reported complaint was not attributed to the quality of primary packing material i.e., glass syringes used during manufacturing of complaint lot. Aql (acceptable quality limit) report of incoming primary packaging material i.e. Glass syringes used in complaint lot was reviewed and results found complying with the acceptance criteria. Historical review of past two years complaints from the last two years (since apr-2023) were reviewed with respect to nature of the reported complaint and found that similar nature complaints were received in complaint product as well as in other pfs products manufactured at amneal injectable, sez-ahmedabad (india) site. Batch manufacturing record of complaint lot no.: ap240066 was reviewed and found that one planned deviation # pd-map-24-0010 was initiated regarding ¿execution of three commercial batches of complaint product without completion/ compilation/ review of first floor parenteral-I modification report". However, this planned deviation does not corroborate the reported complaint. The batch was manufactured as per instruction specified in batch manufacturing record. A 200 percent manual visual inspection was carried out for filled pfs of complaint lot no.: ap240066. Rejected filled pfs were destroyed as per the instruction specified in batch manufacturing record. Further in-process checks for visually inspected pfs were performed by sm and qa personnel and no discrepancy observed during in-process checks of visually inspected units. Review of batch packing record of complaint lot no.: ap240066 reveals that product lot was labeled and packed manually according to the procedure specified in the batch packing record. No unusual observation was noticed during plunger rod insertion, batch packing activity and during in-process checks of batch packing activity. Acceptable quality limit (aql) reports of visually inspected units and packed units were reviewed and found complying with the acceptance criteria. No machine breakdown was reported in complaint lot no.: ap240058 which could lead to reported complaint. Review of complaint product stability data reveals that all stability indicating parameters were found within specification limit till product shelf life i.e., 18 months. Review of instruction specified on carton reveals that pictorial presentation with instructions are available for handling of pfs prior to administration. Glass syringe vendor m/s/ schott poonawalla pvt. Ltd was already notified (complaint notification no.: ap-im-24 014) with respect to previous complaint no.: (B)(4) for identification of the reason for reported complaint. Based on the vendor investigation, the most probable root cause is identified as mishandling like improper handling/ ovs closure opening by pulling the ovs adaptor from the barrel body instead of ovs cap. The probability of the occurrence of such defects is very minimal and non-systemic in nature. There is a probability of such a defect occurring when the syringe is held by the body by health care professionals during use. Hence it is recommended to hold new syringe by ovs tip cap. Based on vendor investigation, the complaint could not be substantiated or corroborated regarding manufacturing/ processing at schott poonawalla and no specific CAPA recommended. Based on evaluation of finished product retained sample and reserved sample of glass syringe visual examination, finished product retained sample simulation study, review of aql of glass syringe, review of packing material used in complaint lot, review of batch processing and packing controls, review of finished product analysis results, review of stability data, review of vendor response and historical review etc. Reveals no unusual observation was noticed during drug product processing which could attribute to reported complaint. Based on investigation, no cause corroborated with the manufacturing and packing process of complaint lot no.: ap240066 which could lead to reported complaint. There might be a possibility that complainant had mishandled the lure-lock while detaching ovs cap from ribbed part or open the ovs closure by pulling the ovs adaptor from the barrel body instead of ovs cap. Thus, led to reported complaint. Based on site investigation and vendor investigation, it was inferred that reported complaint could not be attributed to drug product processing at site and at vendor end. Hence, reported complaint stands non-substantiated. Last action taken with atropine sulfate in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device issue and no adverse event was unknown. The reporter causality of device issue and no adverse event was not reported with respect to atropine sulfate. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.